Event description:
Related manufacturer report number: 2017865-2022-08041. It was reported that patient presented to clinic for implantable cardioverter defibrillator (ICD) replacement due to reaching eri. During the procedure, the atrial lead was unable to be removed from the ICD. It was noted that the set screw was stripped. On (B)(6) 2022, the physician elected to cap the atrial lead with no replacement. The patient condition was stable.